Manufacturer narrative:
Additional information: lens had a cosmetic issue. Product was not returned. Documentation shows that product met manufacturing release criteria and no product deficiency was identified. This report is being filed on an international device; tecnis symfony optiblue, model zxr00v that has a similar device, tecnis symfony zxr00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
1 investigation was completed from the period and it found the product had a cosmetic issue. The investigation concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.